Event description:
(B)(4). Twice monthly menses. Heavy bleeding. Pelvic pain and pressure. Lack of sex drive. Pain with intercourse along with bleeding afterwards. Extreme migraines. Hair loss fatigue weight gain, and lethargic.